Manufacturer narrative:
Physio-control replaced the therapy pcb assembly. Proper device operation was then confirmed through functional and performance testing. The device was subsequently returned to the customer. Physio further evaluated the removed therapy pcb assembly but could not observe any discrepancies. The cause of the reported issue was due to a failure of the therapy pcb assembly, but further root cause could not be determined.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and has verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the customer's device had its service indicator illuminated and had logged a potentially critical event code which could affect the device's ability to deliver defibrillation energy.  After an evaluation of the device by physio-control, it was observed that the device indeed was unable to deliver defibrillation energy. There was no report of any patient use associated with the reported issue.